Manufacturer narrative:
Information indicates this lead is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 125 ohms. The cause of the high shock impedance was not determined. The rv lead was explanted along with the implantable cardioverter defibrillator (ICD) device and right atrial (ra) lead, and the ICD system was replaced with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. No additional adverse patient effects were reported.